Event description:
Rrt called for patient, pt required continuous monitoring transport for head CT, portable monitor used for transport taken off charger but did not turn on despite being on the charger overnight. *portable monitor did not hold a charge* monitor and battery turned over to biomed for repairs.